Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)

Event description:
A facility representative reported that during an implantable collamer lens (icl) implantation procedure, the surgeon flipped the primary lens, removed it and implanted the backup lens. Additional information was requested. No further information is available at this time. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional data: b5- a facility representative reported that during an implantable collamer lens (icl) implantation procedure, the surgeon flipped (implanted upside down) the primary lens, removed it and implanted the backup lens with no patient injury, problem resolved. Cause of event was reportd as user error. Claim # (B)(4).